Event description:
Same case as 6000089-2006-02158 and 6000089-200-02159. It was two days coronary artery drug eluting stenting treatment procedure that stent thrombosis occurred. The lesion was located in the right coronary artery (rca). During the initial procedure three taxus express2 monorail drug eluting stents (des) (2.75x24mm, 2.75x12mm, 2.75x8.0mm) were successfully implanted in the rca. Two days later, the patient presented with chest pain and st elevation. Angiography revealed in -stent thrombosis, the thrombus was dilated with an unspecified guidant voyager balloon at unreported atmospheres. The physician then successfully implanted a taxus express2 3.00x8.0mm des. At the time this event was reported, the patient was in the hospital and in stable condition. Medications administered to the patient included versed, fentanyl, benadryl, nitroglycerin, heparin, reopro and plavix. Follow-up has been requested, but has not been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for top assembly batch 8547719 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.